Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of the catheter filled with blood products was confirmed; however, the root cause was not identified. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received assembled with a two-piece connector and usage residues were abundant throughout the sample. An attempt to infuse water the sample revealed the sample to be fully occluded by blood products. Microscopic inspection of the valve was unremarkable. The valve length was measured and found to be within manufacturing specifications. While blood product occlusion of the catheter was confirmed, it could not be linked to valve functionality. The valve appeared to be well-formed and unremarkable; however, the occlusion prevented functional testing of the valve. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. A lot history review (lhr) of recu1272 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was full of blood and it was suspected that the valve was damaged. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recu1272 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was full of blood and it was suspected that the valve was damaged. No other information was provided.